Event description:
It was reported that the programmer displayed an error code and was unable to boot up. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was performed and found the stylus was worn and worked intermittently. The keyboard was damaged the space bar was torn off. The software was installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.